Event description:
It was reported that the wrong item was placed inside the part package. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The event was confirmed and the initial investigation revealed that wrong item was found in the package. Conclusion: while it may be assumed that this particular article was inadvertently packaged without having gone through the proper controls, the investigation is ongoing and no conclusion can be drawn at this point.